Manufacturer narrative:
Device evaluation: per visual inspection; downstream (dso) rubber seal delaminated. The customer's reported issue could not be duplicated. A software update could be carried out without any problems. It is recommended to connect the pump to the power supply during a software update and not to disconnect it until the update is complete. The cause of the reported problem was a user-related issue. The dso rubber seal will be replaced. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. The product's history records were reviewed and there were no previous repairs.

Event description:
The customer returned the device stating, "the pump needed preventative maintenance (pm) but got stuck in software update mode in an attempt to update to v4.3.0."; during device evaluation it was found that the downstream occlusion (dso) rubber seal was delaminated. There was no patient involvement.